Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance measurements since implant with current measurements exceeding 125 ohms. Threshold measurements recently increased to 2.3 v at 0.8 ms. The physician suspects calcium buildup on the electrodes. Technical services (ts) was consulted and provided education and possible programming/troubleshooting options. No adverse patient effects were reported. The product remains implanted and in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance measurements since implant with current measurements exceeding 125 ohms. Threshold measurements recently increased to 2.3 v at 0.8 ms. The physician suspects calcium buildup on the electrodes. Technical services (ts) was consulted and provided education and possible programming/troubleshooting options. No adverse patient effects were reported. The product remains implanted and in service. New information received indicates that shock lead impedance testing was performed and the shock impedance was 88 ohms. The patient will continue to be monitored.